Event description:
Customer reports to have experienced shortened battery life and excessive failed battery test. Customer's blood glucose was 69 mg/dl, which was treated with cookies. After troubleshooting, customer still experienced a failed battery test. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed for a failed battery test and weak battery due to a power connector on the battery tube not being plugged in properly. The insulin pump had cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)